Manufacturer narrative:
Product analysis ¿as found condition: the pipeline vantage shield embolization device was returned for analysis within shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline vantage shield braid were found to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No other anomalies were observed. ¿testing/analysis: n/a " ¿ conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have "failure to open at middle section" and " braid twisted" as the middle section of pipeline flex braid was found fully opened and no damage. The pipeline vantage shield was not twisted. Possible causes include patient vessel tortuosity, braid damaged, braid deployed in vessel bend. However, the customer indicated that vessel tortuosity was severe. It's possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was completed by replacing the device with a medtronic product. The cause of the failure to open was attributed by the operator to twisting of the device, although the cause of the device twisting was not determined. The catheter was flushed according to the IFU during the procedure, and no friction or resistance was encountered during delivery of the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline vantage with shield technology (ped30) stent didn't open in mid-segment and looked like twisted. The product was resheathed, removed from the patient with the microcatheter, and replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, fusiform, v4 aneurysm with a max diameter of 10 mm and a 8 mm neck diameter. The landing zone arterial diameter was 3.4 mm distally and 3.2 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 260. The angiographic result post procedure showed no change in angio post procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, more than 50% of the pipeline had been deployed when it failed to open, the pipeline was resheathed less than or equal to 2 times, and there were no additional steps or other devices required to open the pipeline. Ancillary devices included a 4f fubuki guidecatheter, and headway 21 microcatheter.